Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced failure of the product to contain blood or medication. The following information was provided by the initial reporter. The customer stated: it was reported that there are holes in the tubing. Hole in product. Holes in the tubbing of the butterfly.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced failure of the product to contain blood or medication. The following information was provided by the initial reporter. The customer stated: it was reported that there are holes in the tubing. Hole in product. Holes in the "tubing" of the butterfly.

Manufacturer narrative:
H.6. Investigation: bd received one shelf carton of bd pbbcs (catalog 367342 lot 1026523) from the customer for evaluation. 30 samples were evaluated by visual examination and functional testing and the indicated failure mode for sliced tubing with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. .